Manufacturer narrative:
(B)(4). Field service rep evaluation: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported an unresolved circuit occlusion alarm on this avea ventilator while in patient use. The customer stated that the patient was removed and placed on an alternate ventilator. It was reported that there was no patient harm or injury.

Manufacturer narrative:
The device hardware had been received but was not included in the initial submission in error. This was identified on 30nov2017. The vyaire failure analysis (fa) laboratory received the suspect gas delivery engine (gde) for investigation. The physical inspection found one of the flat ribbon cables not connected to a peripheral circuit board within the gde. Upon reconnection the reported customer event "circuit occlusion" alarm was resolved. The fa group calibrated the transducers however, low volume readings and a leak was observed. The investigation did duplicate the "circuit occlusion" alarm behavior event during the performance and manufacture testing, which was not associated with an assembly failure however, the ifs was the cause of the additional findings. The root cause associated with the ifs failure is due to a hardware design change within the ifs component and has been address in an engineering correction order (B)(4). Vyaire will track and trend this reported issue and internally investigate the situation.